Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 false positive sars results. Customer states they were negative by pcr. Report 2 of 2.